Manufacturer narrative:
(B)(4). Date of initial report : 01/21/2016. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that during a tumor ablation case, the generator recorded a faulty temperature reading. A second antenna was opened and used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
Covidien reference#: (B)(4).date of initial report: (B)(6) 2016.date of follow-up report: (B)(6) 2016.this report is being filed as a correction to the initial report submitted on (B)(6) 2016. The initial submission reported the failure as part of a retrospective review related to (B)(4). That was incorrect. Evaluation of the incident sample identified the cause of the failure as user error. Visual inspection found a bent pin in the integrated microwave and data connector. The bent pin would have caused the orange triangle on the generator. The pin was straightened and the orange triangle did not appear on the generator. A test is performed on the manufacturing line to confirm operation of this circuitry; therefore it is believed that the pin became bent after release of the product.